Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis is listed instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: b2 (death date changed from (B)(6) 2018 to (B)(6) 2018). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous thrombus events were reported under medwatch MDR report# 2916596-2017-01877 for (B)(6) 2017 and medwatch MFR report# 2916596-2018-00329 for (B)(6) 2017. Approximate age of device - 1 year, 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was expired due to recurrent vad thrombosis. Previous thrombus events before the patient expiration was (B)(6) 2017. The patient was not re-admitted again until (B)(6) 2018. The device will not be returned for evaluation.